Event description:
Additional info received upon review of the pt's medical record. The pt went to surgery in 2002. B/p prior to surgery was 122/80mmhg. While in post-op, the pt rec'd IV fentanyl, 50mcg at 1415 and 1430; IV dilaudid, 0.5mg at 1437 & 1523; & IV versed, 1mg at 1520. Pt was then placed on pca for pain control. The pump was ordered to be programmed in the pca only mode for morphine sulfate 1mg/ml, with a 2mg loading dose, 1mg pca dose, 10-min. Pt lockout, 24mg 4-hr limit. The pca was started at 1555, at which time the pt was given a 2mg loading dose. Documentation indicated the pt was alert at this time, with pain rated 9 to 10 on a scale of 1-10 (10 being maximum amount of pain). The pt was transferred to the nursing floor at approx. 1600. At 1605, after the pt received a total of 3mg of morphine sulfate, a 2mg loading dose was administered for unrelieved pain. At 1630 the pt was reportedly sleepy, but responsive with "good" vital signs. At 1650, pt was found apneic and pulseles and a "code blue" was called. The pt had not received any additional pain medication after 1605. CPR was intiated and the pt received 1 mg epinephrine narcan. After a second, 1 mg dose of epinephrine was administered, the pt regained a pulse and b/p. A central venout IV was started, and the pt was placed on a mechanical ventilator. The pt later developed focal seizure activity of the right upper extremity, and was treated with a total of 4mg of lorazepam. The pt never regained consciousness. 2 days later at 1710, the pt was extubated and removed from life support, and expired at 1726.

Event description:
Report received of a patient death while the device was in use. The patient had an unspecified surgical procedure performed in 9/2001. After surgery, the patient received morphine pain management therapy via the lifecare pca pump. Two days later, it was reported that the patient expired. No details of the event were available.